Event description:
Drive medical received notice from a customer regarding an adverse incident involving a duet (combination rollator and transport chair) that drive medical imports and distributes. Drive medical contacted the customer to gather more information. Drive medical attempted to contact the enduser but was unable to reach her. Enduser's grandson was pushing enduser in her duet on the sidewalk when they hit a crack or tile, causing enduser to fall from the chair. Enduser shattered knee and fractured two femurs, which required surgery and rehab. This report is based on information provided by the customer.